Event description:
After going under anesthesia to investigate a hemorrhage after giving birth to their baby, pt experienced bilateral pneumothorax, cardiac arrest, air emboli, a shower of brain infarcts causing temporary loss of speech, right sided paralysis, and unresponsivenes. After investigation the hosp reluctantly told pt that the ett or t tube that was used had an obstruction in the exhalation portion of the device causing the above complications. They determined that this could potentially happen again and claim they have replaced all of these devices throughout their hospitals and clinics. Pt is more than willing to provide further detail to avoid this problem with other pts.